Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a regular device check, upon device interrogation sensing noise issue was observed on the device, thirteen inappropriate auto mode switch episodes due to lead noise issue was observed on the ra lead and sensing noise issue was observed on the rv lead. Programming changes were made to minimize the occurrence of this event. The cause of the noise issue was not able to be identified. Isometric, deep breathing and pocket stimulation tests were performed however noise was not reproduced. Physician suspected atrial lead integrity issue to be correlated to the lead noise and possible atrial lead damage issue was suspected due to lead noise. No further testing was performed. It was recommended to replace the lead and that the device is reaching elective replacement indicator on (B)(6) 2018. Physician elected to monitor the lead since impedance and values are normal. Patient was stable prior and post event.